Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file over written with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 467 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.